Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a needle stick injury occurred to a physician while using a bd venflon¿ pro safety peripheral safety IV catheter. In addition, it was reported the safety mechanism failed to engage after use. The physician went "oh" counseling and received bbp testing. There was no report of additional medical intervention.

Manufacturer narrative:
Investigation summary: one actual sample was returned for investigation of this complaint from batch # 7142150. The needle cap safety mechanism assembly has been separated without being activated. The square cover of the safety mechanism was removed for visual inspection. It was observed that the shark fin of the needle cap was not in between the cannula and v-clip before v-clip activation. The device history record was reviewed for batch # 7142150 and no abnormalities were observed. The probable root cause could be due incorrect shark fin position. During insertion of the v-clip into the needle cap, the tooling which does the insertion of the v-clip is leaning more to the cannula side. This has cause the v-clip to push the shark fin to go underneath the cannula. CAPA #(B)(4) was initiated to address this issue, and this batch was produced before the implementation.